Event description:
Boston scientific received information that the communicator was burned. Boston scientific company representative verified that the communicator was broken due to power outage. The company representative advised the health care professional (hcp) for a communicator replacement. No adverse patient effects were reported.